Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open low anterior resection procedure, when the resection was going to be done, the device did not fire. The surgeon was able to press the green button. Manual suturing was done to complete the case.